Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, the jaw could not be opened. When the sales rep checked the device after the operation, the jaw could be opened. Another device was used to complete the procedure. There were no adverse consequences for the patient.